Event description:
It was reported that a problem related to a catheter access port procedure. The reporter encountered difficulty aspirating fluid through the cap. They were able to aspirate .8ml. The hcp was able to perform a successful dye study and prime of catheter only after the procedure. No pt symptoms were reported.